Manufacturer narrative:
Device passed the displacement, active current, sleep current test and self test. However, pump error 63 alarm confirmed in the device history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error. The customer's blood glucose levels was 301 mg/dl at the time of the incident. Troubleshooting was performed. Insulin pump was cleared however the self test did not pass. The insulin pump will returning for analysis.